Event description:
It was reported that: during a tavr procedure on the (B)(6) 2023 central access was gained, utilizing micro puncture and ultrasound, in the right common femoral artery. Vessel size was 11.7mm with no reported calcification or tortuosity. Measured depth for the device was 8.5+1cm and there were no issues advancing or withdrawing procedural sheaths. Both heparin and protamine were administered intravenously during the procedure. As reported: manta deployed as per IFU to right femoral artery by manta certified physician. The medical doctor (md) verbalized that post manta deployment fluoroscopy images satisfactory. However, non-pulsatile oozing noted to right femoral arteriotomy site post manta deployment, md applied pressure x 13 minutes. During time of applying pressure, md verbalized that he noted patient used a lot of abdominal muscle recruitment when deep breathing and thought this may be contributing to ongoing oozing post manta deployment via increased intra-thoracic pressure. Post-manual pressure, fluoroscopy images were repeated and demonstrated an area of decreased filling around radiopaque manta marker, however, acceptable distal flow as per md. Md thought it may be a clot versus manta footplate partially in vessel. Area was ballooned. Thereafter, area of decreased filling initially seen around radiopaque lock post manual pressure resolved. Ultrasound also done and no visible footplate within the rfa visualized as per md. Md ordered CT to be sure. Results remain pending. Md verbalized after the case that he continues to think there was a clot proximal to manta site and did not think this issue is due to manta. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained and confirmed based on the imaging, the radiopaque lock positioned central to the femoral head. Superior to the lock, the artery appears to bend abruptly 90 to the left then 90 to the right; obstruction of flow addressed with balloon inflations. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound guidance were utilized to gain a central positioned access. Vasculature was 11.7mm, no calcification or tortuosity, with a depth measurement of 8.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure heparin and protamine were administered. The manta was deployed to the measured depth, and the physician acknowledged post-deployment fluoroscopy images were satisfactory. Following deployment, oozing was present at the access site; and the physician applied pressure for thirteen minutes. A repeat fluoroscopy indicated decreased filling around the radiopaque lock, and acceptable distal flow although the physician thought it might be a clot verses the manta anchor seated partially within the vessel. Multiple balloon inflations were applied, and the area of decreased filling was resolved. Per the physician, a follow-up ultrasound did not indicate the anchor to be within the vessel, and CT imaging revealed no presence of a vessel occlusion. The physician mentioned the patient used a lot of abdominal muscle recruitment when deep breathing; and this may have contributed to the persistent oozing post-deployment via increased intra-thoracic pressure. Following the case, the physician mentioned this was not related to the manta device and believed there was a clot proximal to the manta site. Slight post-recovery bleeding (oozing) may occur due to collagen requiring time to clot to create a seal. The patient outcome post-procedure was stable and was discharged twenty-four hours later. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual/mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: during a tavr procedure on the (B)(6) 2023 central access was gained, utilizing micro puncture and ultrasound, in the right common femoral artery. Vessel size was 11.7mm with no reported calcification or tortuosity. Measured depth for the device was 8.5+1cm and there were no issues advancing or withdrawing procedural sheaths. Both heparin and protamine were administered intravenously during the procedure. As reported: manta deployed as per IFU to right femoral artery by manta certified physician. The medical doctor (md) verbalized that post manta deployment fluoroscopy images satisfactory. However, non-pulsatile oozing noted to right femoral arteriotomy site post manta deployment, md applied pressure x 13 minutes. During time of applying pressure, md verbalized that he noted patient used a lot of abdominal muscle recruitment when deep breathing and thought this may be contributing to ongoing oozing post manta deployment via increased intra-thoracic pressure. Post-manual pressure, fluoroscopy images were repeated and demonstrated an area of decreased filling around radiopaque manta marker, however, acceptable distal flow as per md. Md thought it may be a clot versus manta footplate partially in vessel. Area was ballooned. Thereafter, area of decreased filling initially seen around radiopaque lock post manual pressure resolved. Ultrasound also done and no visible footplate within the rfa visualized as per md. Md ordered CT to be sure. Results remain pending. Md verbalized after the case that he continues to think there was a clot proximal to manta site and did not think this issue is due to manta. The patient was reported as fine post procedure.

Manufacturer narrative:
Qn # (B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained and confirmed based on the imaging, the radiopaque lock positioned central to the femoral head. Superior to the lock, the artery appears to bend abruptly 90 to the left then 90 to the right; obstruction of flow addressed with balloon inflations. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound guidance were utilized to gain a central positioned access. Vasculature was 11.7mm, no calcification or tortuosity, with a depth measurement of 8.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure heparin and protamine were administered. The manta was deployed to the measured depth, and the physician acknowledged post-deployment fluoroscopy images were satisfactory. Following deployment, oozing was present at the access site; and the physician applied pressure for thirteen minutes. A repeat fluoroscopy indicated decreased filling around the radiopaque lock, and acceptable distal flow although the physician thought it might be a clot verses the manta anchor seated partially within the vessel. Multiple balloon inflations were applied, and the area of decreased filling was resolved. Per the physician, a follow-up ultrasound did not indicate the anchor to be within the vessel, and CT imaging revealed no presence of a vessel occlusion. The physician mentioned the patient used a lot of abdominal muscle recruitment when deep breathing; and this may have contributed to the persistent oozing post-deployment via increased intra-thoracic pressure. Following the case, the physician mentioned this was not related to the manta device and believed there was a clot proximal to the manta site. Slight post-recovery bleeding (oozing) may occur due to collagen requiring time to clot to create a seal. The patient outcome post-procedure was stable and was discharged twenty-four hours later. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual/mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure on the (B)(6) 2023 central access was gained, utilizing micro puncture and ultrasound, in the right common femoral artery. Vessel size was 11.7mm with no reported calcification or tortuosity. Measured depth for the device was 8.5+1cm and there were no issues advancing or withdrawing procedural sheaths. Both heparin and protamine were administered intravenously during the procedure. As reported: manta deployed as per IFU to right femoral artery by manta certified physician. The medical doctor (md) verbalized that post manta deployment fluoroscopy images satisfactory. However, non-pulsatile oozing noted to right femoral arteriotomy site post manta deployment, md applied pressure x 13 minutes. During time of applying pressure, md verbalized that he noted patient used a lot of abdominal muscle recruitment when deep breathing and thought this may be contributing to ongoing oozing post manta deployment via increased intra-thoracic pressure. Post-manual pressure, fluoroscopy images were repeated and demonstrated an area of decreased filling around radiopaque manta marker, however, acceptable distal flow as per md. Md thought it may be a clot versus manta footplate partially in vessel. Area was ballooned. Thereafter, area of decreased filling initially seen around radiopaque lock post manual pressure resolved. Ultrasound also done and no visible footplate within the rfa visualized as per md. Md ordered CT to be sure. Results remain pending. Md verbalized after the case that he continues to think there was a clot proximal to manta site and did not think this issue is due to manta. The patient was reported as fine post procedure.